Manufacturer narrative:
On (B)(4) 2014 unit was disposed of by the facility. It is not possible to verify an assignable cause for the unit failure without evaluating the alleged complaint unit. Insufficient info for a complete investigation. The DHR for microtip lot 32413-01 was reviewed and showed that the units met manufacturing specifications when released and there were no issues related to the complaint. There were (B)(4) units released from microtip lot 32413-01. A review of lot history showed that this was the first and only reported microtip unit failure from this lot. Lot 32413-01 has a failure rate of (B)(4). No significant trend was observed. The console history was reviewed ((B)(4)) during the months of september 29, 2014 through january 29, 2014 and showed that there were two (2) reported complaints during this time period. No significant trend was observed. The complaints database was reviewed during the months of september 29, 2014 through january 29, 2014 and showed that this facility reported two (2) complaints during this time period. No significant trend was observed.

Event description:
Hand device would only cut for about 1/2 second the shut off screen would say something about handpiece. We tried repriming the handpiece and it would only cut for 2 or 3 seconds and then start malfunction again. We ended up open up another kit since the patient had been waiting so long.